Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5, h6: device code. Investigation is still ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, tav in tav was performed for degeneration of a 23mm sapien 3 valve approximately four years after tavr. The patient complained dyspnea on exertion and was diagnosed with degeneration. No further information was available at this stage. Upon follow up, the cs advised that the valve status (abnormality), there is no obvious calcification, but aortic stenosis was progressing. Details of the patient's outcome are unknown, but the tavr procedure was completed without any issue and the patient was returned to the room, so there were no problems until the patient was discharged.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, tav in tav was performed for degeneration of a 23mm sapien 3 valve approximately four years after tavr. The patient complained dyspnea on exertion and was diagnosed with degeneration. No further information was available at this stage.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.